Manufacturer narrative:
(B)(4). Additional narrative: separated/loose condition confirmed. Marks were observed on the coil cap, however, a root cause for the reported condition could not be precisely determined. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report of one (1) ce infusor lv10 that was discovered as loose where the stem where the bladder and fill port are attached. There was no report of patient involvement, as this occurred prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.